Event description:
A call was placed to technical services on (B)(6) 2017 stating that this riata lead failed. No physician and health care facility provided. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).